Event description:
Customer reported the system intermittently crashes. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a cable connector. System operates as intended.